Event description:
Failure of non cemented zimmer component. No cemented femur, zimmer persona. Failure of fixation or bone growth. Aseptic loosening at one year. Dates of use: (B)(6) 2014. Diagnosis or reason for use: arthritis of knee.